Event description:
Silicone gel breast prosthesis implanted 1991 at another facility. Current physician has no info regarding implant. Pt status post left modified radical mastectomy, 1990. Pt experienced pain along the parasternal area. Free silicone in capsule noted intraoperatively. Rupture in implant noted to be located towards the medical aspect of the left reconstructed breast.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.